Manufacturer narrative:
(B)(4). A review of the device history record and service history was performed which revealed no issues that could be related to the reported event. The cause of the reported issue is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs therapy with a homechoice (hc) device passed away due to an unknown cause. It was not reported if the patient was connected to the hc and performing therapy at the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). The device passed both the homechoice return instrument test / evaluation (rite) functional test and the rite electrical test. External and internal inspections were performed and there were no problems found. The pneumatic system was tested and no issues were found. The device passed leak, seal, purge & wet disposable integrity tests. A short simulated therapy was performed with no problems encountered. A review of the device event history log was performed with no issues noted that could be related to the reported issue. Per pal evaluation, no failure, malfunction or iipv (increased intraperitoneal volume) event was identified that could have caused or contributed to the reported issue of patient passed away. A device history record review and service history review will be performed. Should any relevant information be obtained from these reviews that is related to the reported event or through other means, a supplemental report will be submitted.